Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This device was explanted.

Manufacturer narrative:
This supplemental is being filed to capture correct aware date of the event: bsc aware date 12/27/2024.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This device was explanted.